Event description:
It was reported that the physician deployed a 6f angio-seal vip into the graft of the left groin and a 6f angio-seal vip into the right common femoral artery. Two days later, the pt complained of pain in the left lower extremity. The pt was re-admitted to the hosp. A consultation with a vascular physician revealed that the vip "plug" had occluded the graft in the left groin. The pt was taken to surgery where the angio-seal vip was removed. The pt was discharged home the next day.

Manufacturer narrative:
No product was returned. Review of the device record was not possible since the lot number was unavailable. Based on the info received, the cause of the vessel occlusion could not be conclusively determined. The angio-seal device instruction for use (IFU) state the safety and effectiveness of angio-seal device has not been established in pt's punctured through a vascular graft. The angio-seal device pt's info guide, which the pt is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appears, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.